Manufacturer narrative:
(B)(4). Date sent: 4/7/2021.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one harhd20 device was returned with no apparent damage. The device was connected to a gen11 past the pre-run test. While testing the hand activation function, hand activation button remained activated (continuous activation) after the buttons was released. The device was disassembled to inspect internal component and it was found that a internal shroud post was broken causing interference in the hand activation button. This could have cause that the hand activation button remains activated. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open hepatectomy, the device did not stop activating, although the front button was released. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.